Event description:
A malfunction was reported on the pump, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further issues occurred, and they acknowledged and understood these instructions.